Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 13, 2020. Upon further investigation of the reported event, the following information is new and / or changed: d4: (additional device information - added expiration date). G4: (date received by manufacturer). G7: (indication that this is a follow-up report). H2: (follow-up due to additional information). H4: (device manufacture date). H6: (identification of evaluation codes 11, 3331, 4114, 3221, 4315). Method code#1: 11 - testing of device from same lot / batch retained by manufacturer. Method code #2: 3331 - analysis of production records. Method code #3: 4114 - device not returned. Results code: 3221 - no findings available. Conclusions code: 4315 - cause not established. The actual sample was not returned for evaluation nor were any photographs provided. Without the returned device a thorough investigation cannot be performed. A retention sample was visually inspected, and found to have no defects. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation, therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4). Results: results pending completion of investigation; conclusions: conclusion not yet available.

Event description:
The user facility reported terumo cardiovascular that prior to cardiopulmonary bypass, during non clinical activity, the connector was damaged, and also there were marks, or impurities on the venous inlet of the reservoir. No patient involvement.